Manufacturer narrative:
Additional device product code: hwc and hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Part: 226.652s, lot: 40p3514, manufacturing site: grenchen, release to warehouse date: february 26, 2020, expiry date: february 1, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on an unknown date, the patient¿s plate failed and the plate was explanted. This report involves one (1) 4.5mm curved broad lcp(tm) pl 15 holes/282mm-sterile. This is report 1 of 1 for (B)(4).